Event description:
The manufacturer received information alleging a ventilator failed a test step during testing and the pressure failed to remain constant. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the pressure failed to remain constant. The customer was to inspect the low flow oxygen tubing connection, check to make sure the valve was working properly and all components were seated properly to address the issue.